Manufacturer narrative:
The insulin pump was received with a full segment display and a blank display due to a broken solder joint pin. Unable to perform functional testing due to the full segment display anomaly.

Event description:
The customer called to report a blank display after changing the battery. The customer also stated that he was hospitalized for low blood glucose levels. Troubleshooting was not possible due to the blank display. Nothing further was reported.